Event description:
It was reported that during a coronary stenting treatment procedure, a stent embolization occurred. The 90% stenosed lesion being treated was located in the calcified, moderately tortuous proximal to the mid right coronary artery (rca). A 3.5x18mm non-bsc stent was deployed in the proximal rca. Then the physician attempted to place the 4.00x8mm liberte bare metal stent but was unable to cross the previously placed stent. During withdrawal, the liberte stent became stuck and dislodged in the previously placed stent, so the physician attempted to deploy it there, but was unable to inflate the stent balloon. The liberte stent was retrieved with a snare and the procedure was completed with another non-bsc stent. No additional pt complications were reported. Pt status reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.